Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the amplatz goose neck snare kit and the amplatz goose neck microsnare kit. Survey results from an interventional cardiologist in practice 13 years. Physician has been using medtronic¿s amplatz goose neck snare kit and amplatz microsnare kit since 2015, using a total of9 amplatz goose neck snare kits and 5 amplatz goose neck microsnare kits in the last year. Of the amplatz goose neck microsnare kits used, 3 were used during peripheral vascular procedures, 1 used during a coronary vascular procedure, and 1 used during an extra-cranial neurovascular procedure. During use of the amplatz goose neck snare kit a stroke event was reported in 1 patient during use in the arterial vasculature reported as an ischemic stroke reversible after three months but fortunately without sequela. During use of the amplatz goose neck snare kit in the venous vasculature, a pulmonary embolism event was reported for 1 patient which requiredoxygen and anticoagulants for one month. During use of the amplatz goose neck snare kit, device entrapment during a slow and dangerous procedure (1 patient) and vessel damage described as a non-severe haemorrhage which spontaneously resolved without open surgery (1 patient) are other reported complications during use of the device. During use of the amplatz goose neck snare kit, there is one event reported with stripping fibrin sheath from an indwelling catheter resulting in catheter damage on small-bore catheter which required definitive replacement. During use of the amplatz goose neck microsnare kit no complications were reported during use in the arterial vasculature or venous vasculature. During use of the amplatz goose neck microsnare kit in coronary vasculature a myocardial infarction (depending on placement) was reported for 1 patient. This was reported as being a severe heart attack that required intensive care for 7 days. During use of the amplatz goose neck microsnare kit in extra-cranial neurovasculature, a stroke event is reported for 1 patient which was described as mild and resolved without reliquaries in about a month no other complications are reported during use of the amplatz goose neck microsnare kit. Of the above complications (adverse events), some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting.